Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned because the tubing was discarded.

Event description:
The hospital reported that lopressor was set-up as a secondary infusion. The nurse noticed immediately that the lopressor appeared to be free-flowing in the drip chamber and noticed that it was backing up into the primary bag. The nurse changed the primary tubing at that point and then attached the primed secondary set and administered the infusion without issues. There was no patient harm and no medical intervention was required. Customer stated that no further patient or event information is available.